Event description:
The product is supposed to dry in 3 minutes but it does not. Stays sticky after 8 hours of using it. The manufacturer requested the product be sent back and it has not given me a replacement and they have not informed me if or when it will be sent to me. No explanations received from them on this product. They have not offered a reimbursement either. Is the product compounded: yes. Quantity: other. Frequency: twice a day. How was it taken or used: topical. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Why was the person using the product: to try to minimize scar tissue on face.